Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed cassette alarms. The device was visually inspected and found that there was downstream occlusion (dso) seal was delaminated. During the functional testing, customer complaint of cassette issues confirmed. Replaced latch lock flex sensor and dso seal to correct the issue. Performed dso/upstream occlusion (uso) sensor calibration. The service history review had no indication that the complaint was related to a service of the device within the review period. The software was updated and the unit reset to standard configuration.

Event description:
It was reported that during testing the pump cassette was not attached. There was no patient involvement and harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.